Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient is missing data at night. No additional event or patient information is available. Data was provided for evaluation. The data investigation confirmed a signal loss on (B)(6) 2018. A root cause could not be determined.